Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported a button error alarm on the insulin pump that could not be cleared. She stated that she had removed the battery to stop the alarm. She stated that she wore the insulin pump in the bra and that it may have been exposed to perspiration. The blood glucose reading was 224 mg/dl. Nothing further was reported.